Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was noted that during a case that dr port at altoona hospital was performing a mwj111, 6.5 centered drill bit for the perform reversed system broke. A small piece actually went through the glenoid. It was not knows at the time. After the case, a standard x-ray was taken in which the broken piece was identified.